Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there suspected occasional atrial under-sensing during atrial tachycardia/atrial fibrillation (at/af). The lead remains in use. No patient complications have been reported as a result of this event.